Manufacturer narrative:
A siemens filed service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to crystalization of the base reagent on the base pump. The base pump was replaced by the fse. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Positive advia centaur ultra troponin results on two patient samples were reported to the physician. The physician questioned the results and requested they be retested. The patient samples were retested and the ultra troponin results were negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant ultra troponin results.